Event description:
It was reported that a patient underwent a revision lars acl reconstruction and microfracture lateral femoral condyle of the left knee on (B)(6) 2024. The procedure was carried out uneventfully with good graft placement and fixation obtained intraoperatively. The patient rehabilitated satisfactorily but complained of recurrent painful clicking in the left knee 2 months postoperatively. An clinical examination revealed recurrent acl laxity. An additional MRI scan of the left knee was done on (B)(6) 2024. The MRI revealed a ¿caudal retraction of the cranial aspect of the lars graft by approximately 10 mm with an element of redundancy of the articular portion of the acl graft. There is also a known medial meniscal ramp lesion. It was further reported that the intraoperative images showed satisfactory graft placement. The arthrex tightrope was tightened satisfactorily when the lars graft was pulled up the tibial and femoral tunnels, and again at the end of the procedure, after tibial fixation using a biointerference screw and a staple, before the suture ends were cut. The MRI scan done on (B)(6) 2024 showed satisfactory placement of the tightrope on the lateral femoral cortex. The surgeon suspected that a failure of the arthrex tightrope has resulted in the failure of proximal fixation of the lars acl graft, with caudal retraction of the lars graft in the femoral tunnel. The patient will require a re-do revision lars acl reconstruction.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided photographs noted that the ar-1588rt acl tightrope® rt was not visible in the provided imaging. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Per dfu-0147-eo, revision 3, e. Warnings: 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. The complaint allegation cannot be confirmed due to the ar-1588rt acl tightrope® rt not being visible in the imaging, no images being provided of the device after being explanted and the device not being returned for evaluation.

Event description:
Update dw 09-sep-20224: the customer further reported that from the imaging available it appears that proximal graft fixation, ie arthrex tightrope has failed. The customer has planned to perform a revision surgery but not performed by now. Additional information was requested but not provided.